Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 23008 error was confirmed and replicated. In logs, the 23008 error was found indicating pot to encoder fault on axis 5, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The us was installed onto a golden system where the 23008 error was triggered indicating fault on axis 5, replicating the reported event. The usm was then installed onto a pftp where carriage lissajous, carriage agc current, carriage sensors check, sine cycle, and carriage strength check were found to be failing on axis 5. Once testing was completed, the ipca was aba tested and was verified to be the source of the fault. As result of these findings, failure analysis was able to conclude that to isa pca was found to be the root cause of the reported event. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted sleeve gastrectomy surgical procedure, a repeating error 23008 occurred on universal surgical manipulator (usm) 1. The customer hard cycled the system, but the issue returned. The customer was going to clarify with the surgeon to see how they would proceed the procedure. Later, another customer called back to report an operating room (or) staff noticed usm 2 stopped moving during the procedure. No further information was provided. No known impact or patient consequence was reported.